Manufacturer narrative:
Ethnicity: asku. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye due to headaches, light sensitivity and blurry vision. Another competitor lens was used as the replacement iol. There was no patient injury and no other intervention was required. The patient was doing good during post-operation day 1 visit. No further information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes section d9: returned to manufacturer on: mar 25, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received stuck to a piece of styrofoam. Visual inspection under magnification revealed that the lens was cut in half. The lens was cleaned, and no further issues were observed. Due to the returned condition of the lens (cut in half) no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.